Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that decreased sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. During the procedure, diagnostic imaging was performed and no abnormalities were observed. The patient was stable.